Event description:
It was reported that a spectrum pump sensed tubing, when no tubing was present. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed the device would recognize load point #2 being loaded with no i.v. Set loaded. Further evaluation found this to be caused by a failed upstream sensor. The upstream sensor was replaced.